Event description:
It was reported that minimally invasive surgery was utilized to implant this valve via a right anterior thoracotomy. The patient returned postoperatively complaining of a heart murmur. At explant, the surgeon reported he observed a tear in one leaflet. The valve was replaced with another sjm 27mm bioprosthesis.